Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed a notch at the tip of indigo system aspiration catheter 8 (cat8) upon opening the packaging. The damage to the cat8 was found prior to use; therefore, the cat8 was not used in the procedure. The procedure was completed using a new cat8.

Manufacturer narrative:
Results: the returned cat8 was damaged at the distal tip. Conclusions: evaluation of the returned cat8 revealed damage to the distal atraumatic tip. If the packaging mandrel becomes unsecured from the packaging card during removal of the device, the mandrel may be retracted into the packaging tube. This can cause the distal tip of the cat8 to become pinned between the packaging mandrel and packaging tube. If the cat8 is subsequently retracted while pinned, the distal tip will likely become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.